Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mfg report numbers: 9615741-2018-00009, 9615741-2018-00010.

Event description:
Three (3) of 3 reports: the journal of foot and ankle surgery (2018) published "evaluation of midterm results of the panta nail: an active compression tibiotalocalcaneal arthrodesis device". This study retrospectively identified 19 patients receiving the panta nail during a 4 year period. Three infections developed, 2 of which resolved with local wound care and antibiotics. One case required an incision and drainage procedure without further sequel.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. As the issue is not linked to the design of the product, no DHR, design specification or design change record will be performed. A review of the current instruction for use was performed. In conclusion, preoperative risk factors of the group like obesity or diabetes are mentioned in IFU and could explain delayed healing and thus the development of wound infections. Also, since the issue is not linked to the product, no failure analysis has been performed. The root cause is not clearly determined but physical condition and preoperative risk factors like obesity or diabetes might be reasons of delayed healing and thus wound infections.